Event description:
It was reported that the patient had a pericardial effusion. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. A trace effusion was noted prior to procedure. The physician successfully performed the transseptal puncture and then positioned the watchman access sheath and a pigtail catheter into the laa. A contrast picture was performed, and the patients' blood pressure had dropped. Transesophageal echocardiogram (tee) imaging showed that the patient had a pericardial effusion. The patient was given fluids and pressors before the physician performed a pericardiocentesis. 450cc of fluid was removed from the patient and the patient was transferred to the intensive care unit to recover from this event. The patient is expected to make a full recovery. The patient was not under warfarin nor antiplatelet at the time of the event. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The device did not return for analysis. However, media was provided. Based on its analysis, the reported allegation remains unverified, as no supporting evidence is present in the provided media. Correction to the follow-up 1 MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient had a pericardial effusion. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. A trace effusion was noted prior to procedure. The physician successfully performed the transseptal puncture and then positioned the watchman access sheath and a pigtail catheter into the laa. A contrast picture was performed, and the patients' blood pressure had dropped. Transesophageal echocardiogram (tee) imaging showed that the patient had a pericardial effusion. The patient was given fluids and pressors before the physician performed a pericardiocentesis. 450cc of fluid was removed from the patient and the patient was transferred to the intensive care unit to recover from this event. The patient is expected to make a full recovery. The patient was not under warfarin nor antiplatelet at the time of the event. The device is not expected to be returned for analysis. It was further reported that the device was discarded, therefore not returning for analysis. There was a potential difficult patient anatomy that may have caused difficulty with the tsp workflow. No issues with transseptal access. Both versacross rf wire and dilator were in the patient when the issue occurred. In the physician opinion, it is not believed that access solutions (transseptal products) contributed to the patient complication. Finally, the patient has been discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient had a pericardial effusion. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. A trace effusion was noted prior to procedure. The physician successfully performed the transseptal puncture and then positioned the watchman access sheath and a pigtail catheter into the laa. A contrast picture was performed, and the patients' blood pressure had dropped. Transesophageal echocardiogram (tee) imaging showed that the patient had a pericardial effusion. The patient was given fluids and pressors before the physician performed a pericardiocentesis. 450cc of fluid was removed from the patient and the patient was transferred to the intensive care unit to recover from this event. The patient is expected to make a full recovery. The patient was not under warfarin nor antiplatelet at the time of the event. The device is not expected to be returned for analysis. It was further reported that the device was discarded, therefore not returning for analysis. There was a potential difficult patient anatomy that may have caused difficulty with the tsp workflow. No issues with transseptal access. Both versacross rf wire and dilator were in the patient when the issue occurred. In the physician opinion, it is not believed that access solutions (transseptal products) contributed to the patient complication. Finally, the patient has been discharged.